Manufacturer narrative:
It was reported that the two tubing sets have cracked hubs. Received two used extension sets model me2017 lot unknown (set 1-2). Set 2 was received with one needless non-bd connector attached to the set¿s female luer. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of set 1 observed that the male luer¿s (p/n 1001-085-004) fixed collar was broken off and separated from the base of the collar. Closer inspection under magnification also found signs of stress marks at the break site. Inspection of set 2 observed a lateral crack in the male luer¿s fixed collar. White discoloration was observed on each of the set¿s male luer tips. No other anomalies were observed. Functional testing was not deemed necessary due to the broken male luer fixed collars and the disconnections at the luer that would occur. Bd/tj manufacturing is aware of this type of damage to the male luer component (p/n 1001-085-004). Bd r&d, product engineering and infusion disposables determined that the cracking and disintegration of the male luer can be caused by high amount of alcohol possibly from the use of alcohol cap/tip products. Bd has suggested the use of alternative extension sets to better meet the clinical needs and withstand the use of alcohol products. Equipment used (inspection performed on 20aug2020). - optical ram-cnc, eq08204, calibration due date: 05feb2021. A device history record could not be performed due to no lot number was provided by the customer. H3 other text : see h10.

Event description:
It was reported that 60 in ultra minibore extension set hubs were cracked on 2 occasions. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that two tubing sets have hubs that are cracked. Two sets that are broken with no report filed on them. I did not fill out a form for those two with no report as I do not know the circumstances, but the failure is obvious, the hubs are cracked. Each tubing set is in a labeled biohazard back with the old complaint form in the pocket.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 60 in ultra minibore extension set hubs were cracked on 2 occasions. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that two tubing sets have hubs that are cracked. Two sets that are broken with no report filed on them. I did not fill out a form for those two with no report as I do not know the circumstances, but the failure is obvious, the hubs are cracked. Each tubing set is in a labeled biohazard back with the old complaint form in the pocket.